Manufacturer narrative:
Manufacturer narrative: the customer reported that the bedside monitor (bsm) will not deflate the nibp cuff. The customer requested part numbers for the nibp board and sensor for an on-site repair of the device. Nihon kohden made 3 follow-up attempts to see if the new parts resolved the issue, however no additional information was obtained from the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the bedside monitor will not deflate the nibp cuff. Customer inquired part numbers for the nibp board and sensor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bedside monitor will not deflate the nibp cuff.